Manufacturer narrative:
The customer reported that the bedside monitor (bsm) is not reporting correct values for spo2. Nihon kohden technical support recommended that they swap cables and probes but it did not resolve the issue. The customer requested a loaner device. There was no harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bedside monitor (bsm) is not reporting correct values for spo2.

Manufacturer narrative:
H10: additional narrative: randy harvey reported on 6/04/2018 that their bsm-4104a s/n 178 was not reporting the correct values for spo2. Service requested: repair/loaner. Service performed: the unit was cleaned and evaluated. The reported problem "bsm-4104a (B)(4)is not reporting correct values for spo2" was not duplicated. Repair center set up the bsm-4101a (B)(4) and tested all features in deep configuration and in display mode. Verified all tests were good and displayed numbers/waveforms as well. Specifically spo2 was reading 97/98. Unit had been tested for 3 days and burned in as well. Unit was tested and completed all steps in the maintenance check sheet per the service manual. The unit completed 3 days of extended testing and operated to manufacturer's specifications. The bedside was retested and burned in for 2 days without any issues. The customer approved the device to be returned without being repaired. Investigation result: the bsm-4000 series was discontinued on (B)(6) 2011 due to the introduction of the bsm-6000 series monitor (see attached). The device was installed in 2007 and the issue was reported in 2017; 10 years after the end of warranty date. The root cause of the issue could not be identified due to being unable to duplicate the reported issue. Per the repair center's evaluation, the device was not experiencing spo2 issues. The device service record shows that there are no further/previously reported issues nor servicing for "spo2 values incorrect." Review of the device history record (DHR) shows that the unit has no history of ncmr, CAPA, or other suspected defects (see attached). There is no indication of design deficiency. Possible cause of the issue is user error in using the correct spo2 trunk cable. The customer was informed of the correct cables to use and as a precautionary measure nka offered to convert their device from spo2 regular nellcor to spo2 nellcor oximax, however the customer asked for the device to be returned unrepaired. Based on trending analysis, there is no suspected adverse trend. This complaint record can be qa closed as investigational information within the record documents that the device was performing as intended by manufacturer and there is no indication of design deficiency. Corrected information: g4. Date received by manufacturer: should be 06/04/2018 not 07/03/2018 as listed on MDR initial report . Additional information: b4. Date of this report. D10. Device available for evaluation? E3. Occupation. F6. Date user facility/importer became aware of the event. F7. Type of report. F9. Approximate age of device. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. Device evaluation. H3. Device evaluated by manufacturer? H4. Device manufacture date. H6. Event problem and evaluation codes h10. Additional manufacturer narrative. The following fields are not applicable (n/a) to this report:

Event description:
The customer reported that the bedside monitor (bsm) is not reporting correct values for spo2.